Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. The remote service engineer (rse) provided the part number of parts for a complete user interface (ui) assembly. Per good faith effort (gfe) response, the customer stated their department would not repair the unit and retire the unit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.